Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and another manufacture's device displayed a shock impedance of 172 ohms with an appropriate 25 joule shock. It was reported that the chronic shock impedance measurements were stable in the 87-99 ohm range. There were no adverse patient effects reported. The lead remains in service.